Event description:
It was reported that the implant did not fit as expected and was modified to fit and the surgery was completed successfully.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted.

Manufacturer narrative:
The reported event could be confirmed as an intra-operative video and photos were provided, which show the device not fitting into the defect. The video showed that when the implant is aligning with the posterior edge of the defect, there is a gap anteriorly, and vice versa. The peek cci design team performed an analysis of the implant design and all quality relevant steps for the peek device under complaint. It showed that all steps were performed in accordance to the applicable freqi procedures. The implant is designed as it got requested through erequest. In addition, the provided CT scan from the day before surgery was evaluated, and the peek implant digitally inserted and aligned with the defect. This analysis showed swelling in the temporal area, where the implant required modifications intra-operatively. This finding was discussed with stryker r&d and it was noted that it is consistent with the observations from the intra-operative video. In the presence of swelling, the implant sits on the brain and thus rocks anteriorly/posteriorly. In conclusion, the implant was designed as requested by the customer and according to all quality instructions. Further, the DHR review showed that the implant was manufactured to specification. Per the investigation performed above, the reported event can be attributed to swelling that was still present in the temporal area during surgery. Based on the investigation steps performed, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. H3 other text: implanted.

Event description:
It was reported that the implant did not fit as expected and was modified to fit and the surgery was completed successfully.